Manufacturer narrative:
The device was received and evaluated. After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. During the fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 274 mg/dl. The pod was reportedly leaking while worn on the patient's abdomen for between 24 and 36 hours. As treatment, a bolus was delivered utilizing an insulin pen.

Manufacturer narrative:
Device evaluated by manufacturer? Changed from none selected to yes.